Event description:
It was reported that the valve was implanted on (B)(6)2004. The pt was at setting 2.0 for 12 months prior to event with stable ventricular size. The valve was reset to 2.0 following a MRI, however, the pt indicated that the valve was reset to 1.0. The valve could not be set to performance level 2.0 and was therefore explanted on (B)(6)2010. There was no injury, the pt is doing well, and was discharged from the hospital.

Manufacturer narrative:
(B)(4). The valve was not patent and did not meet the requirements for leak testing due to a large tear on the reservoir dome near the inlet connector. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when these damages occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The performance level of the returned valve required two attempts to adjust from level 1.5 to 2.0. A dissection of the valve identified proteinaceous debris inside the adjustment mechanism. The debris was stuck to the rotor and cassette housing, preventing rotor movement. The instructions for use (IFU) that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.